Manufacturer narrative:
As no further information concerning this report is expected at this time, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not perform to expectation in response to the patient's frequent ventricular tachycardia activity. The device was currently set at a rate cut off of 140. There was a delay in appropriate therapy of 2.5 seconds. The patient was noted as symptomatic. The physician wanted a way to deliver anti-tachycardia pacing more quickly.